Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional six proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with seven proglide devices were attempted in an unspecified vessel via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred with the seven proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.